Manufacturer narrative:
By checking the manufacturing chart of the involved lot#, no pre-existing anomaly was found on the (B)(4) pieces placed on the market with this lot#. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative issue involving one drill with code 9066.22.160, lot# 16ag023: during knee surgery, performed on (B)(6) 2018, the instrument broke into two pieces. According to the info received, approximate number of uses is 20. The issue did not cause any consequence for the patient and no prolongation of surgery time was reported. Event happened in USA.